Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I've been e free a week ago today') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced depression ("depressed"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the depression was resolving. The reporter considered depression and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('coils migrated into uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), depression ("depressed"), pain in extremity ("legs ache"), panic attack ("panic attacks") and anxiety ("anxiety"). The patient was treated with surgery (surgery for essure removal). Essure was removed. At the time of the report, the device expulsion, pain in extremity, panic attack and anxiety outcome was unknown and the depression was resolving. The reporter considered anxiety, depression, device expulsion, pain in extremity and panic attack to be related to essure. The following information was received from social media coils migrated into uterus, legs ache, panic attacks, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Event medical device removal were deleted. Event added- coils migrated into uterus. Reporter information were added. Follow up 1 to 7 processed together. On 20-mar-2020: social media received. Reporter information were added. On 20-mar-2020: social media received. Reporter information were added. On 13-apr-2020: quality-safety evaluation of ptc. (Product technical complaint) on 20-mar-2020: social media received. Event added- legs ache. Reporter information were added. On 20-mar-2020: social media received. Event added- panic attacks, anxiety. Reporter information were added. On 20-mar-2020: social media received. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('coils migrated into uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), depression ("depressed"), pain in extremity ("legs ache"), panic attack ("panic attacks"), anxiety ("anxiety"), abdominal distension ("bloating and feeling of fullness in stomach"), hot flush ("hot flash"), sinus disorder ("had and still have sinus issues since essure"), dizziness ("I had a dizzy,its contributing my lightheadedness"), headache ("since removal in march my headache subsided a great deal"), acne ("pimples in chest boobs area"), uterine enlargement ("uterus was enlarged"), gastrointestinal pain ("bowel aches"), arthralgia ("hip pain"), back pain ("back pain"), cyst rupture ("cyst rupture on lef ttube") and dyspepsia ("heartburn") and was found to have blood prolactin increased ("prolactin level increased"). The patient was treated with surgery (surgery for essure removal, hysterectomy). Essure was removed. At the time of the report, the device expulsion, pain in extremity, panic attack, anxiety, abdominal distension, hot flush, dizziness, headache, acne, uterine enlargement, blood prolactin increased, gastrointestinal pain, arthralgia, back pain, cyst rupture and dyspepsia outcome was unknown, the depression was resolving and the sinus disorder had not resolved. The reporter considered abdominal distension, acne, anxiety, arthralgia, back pain, blood prolactin increased, cyst rupture, depression, device expulsion, dizziness, dyspepsia, gastrointestinal pain, headache, hot flush, pain in extremity, panic attack, sinus disorder and uterine enlargement to be related to essure. The following information was received from social media coils migrated into uterus, legs ache, panic attacks, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received. Reporter added. Added event bloating and feeling of fullness in stomach , hot flash, acne, anxiety, arthralgia, back pain, blood prolactin increased, cyst rupture, dyspepsia, gastrointestinal pain, headache, and uterine enlargement. On 23-mar-2020: content from social media received: new reporter and new event (¿had and still have sinus issues since essure¿) were added on 23-mar-2020: social media content received: reporter added. Event I had a dizzy, its contributing my lightheadedness and since removal in march my headache subsided a great deal were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.